Event description:
The customer complained of an error 4 on the coaguchek xs meter serial number (B)(4). The customer stated that they had received multiple errors in the past and continued to receive "error 4". According to product labeling, error 4 indicates the test strip is unusable. The customer provided discrepant inr results for 1 patient from the meter. At 01:15 pm the result from the meter was 1.7 inr. At 01:18 pm the result from the meter was 2.7 inr from a different hand. The customer was not certain if the second drop blood from the same finger was used when the error was received prior to the result of 1.7 inr. There was no allegation of an adverse event. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding, and no bruising. The patient has had no changes in diet or medications. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.9 inr, donor 1 hct: 43% , donor 2 hct: 40% . Testing results: donor 1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.9 inr, customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.